Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an auto test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an auto test failure. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was not duplicated during testing; however, review of the logs showed prior issues that corresponded to the customer¿s complaint, and an error was confirmed with the processor pca.